Event description:
It was reported that prior to a procedure, while in the package, it was noticed that the plastic had pulled away from the rim of the device. Not involved in a procedure. Device will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.